Event description:
During baxter's functional testing of a spectrum pump, it constantly alarmed for an upstream occlusion, when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the false upstream occlusion alarms. This was confirmed, reproduced and found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.